Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated ckmb result generated by unicel dxi 600 access 2 immunoassay analyzer. The patient was admitted as unconscious and unresponsive to the hospital. Patient sample was repeated on an alternate unit and normal ckmb result was obtained. The repeat sample was then re-run on the initial unit and it confirmed the normal ckmb results. The erroneous results were reported out of the laboratory and amended report was initiated. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc is performed once a day and the results were within the lab's established range pre and post this event. Range pre and post this event. Bci field service engineer (fse) evaluated and performed preventive maintenance work on the unit. A clear root cause of this event can not be determined.